Event description:
Initial and follow-up information received on 15-sep, 16-sep, and 18-sep-09 respectively were processed together: this is a non-serious report of indurated areas while on poly-l-lactic (sculptra) therapy. This case is the third of four cases in which the patients were injected with a maximum of 1 vial per session of poly-l-lactic acid and experienced this event.